Manufacturer narrative:
Visual analysis was performed on the returned device and the reported link detachment was confirmed. A needle to cuff miss was also observed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed an indication of a product quality issue. The investigation determined that the reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using the pre-close technique via an 8f sheath hole prior to a transcatheter aortic valve implantation (tavi) interventional procedure using a proglide device. Reportedly, a link break occurred during plunger retraction. The suture of a new proglide device was successfully pre-placed. The sheath was upsized to an 18f sheath and the tavi procedure was completed. Hemostasis was achieved with the pre-placed proglide suture. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
H11 correction: visual analysis was performed on the returned device and the reported link detachment was confirmed. A needle to cuff miss was also observed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue.

Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using the pre-close technique via an 8f sheath hole prior to a transcatheter aortic valve implantation (tavi) interventional procedure using a proglide device. Reportedly, a link break occurred during plunger retraction. The suture of a new proglide device was successfully pre-placed. The sheath was upsized to an 18f sheath and the tavi procedure was completed. Hemostasis was achieved with the pre-placed proglide suture. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.